Manufacturer narrative:
MDR (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site:(B)(4).

Event description:
It was reported that the patient faced insulin flow blocked alarm event on 03-feb-2025. The blockage is located in the tubing. The blood glucose level was 349 mg/dl for couple of hours and the patient was treated by changing the site. This emder is being submitted for an unknown number quantity.